Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The burr catheter was received attached to the advancer. The wire used in the procedure was also returned. The advancer, handshake connections, sheath, coil, burr and annulus were visually inspected. Inspection of the device found that the burr had detached from the coil and was received on the returned rotawire. The end of the coil was found to be broken and stretched. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. Functional testing was performed by connecting the rotapro advancer to the rotapro console. The knob switch was activated, and the device reached and maintained optimal rpm with no resistance or issues. Product analysis confirmed the reported events, as the burr was received detached from the coil.

Event description:
It was reported that the device was stuck and became separated. A 2.00mm rotapro device was being used to treat a calcified lesion. During the procedure, ablation was perfomed nine times. On the tenth time, the physician noted that the stall light turned on. The burr then became stuck. When attempting to remove the burr from the lesion, the burr became detached from the catheter. The detached burr was removed with the guide catheter, and the entirety of the device was removed from the patient. A new 2.00mm rotapro was used to complete the procedure successfully with no impact to the patient.

Event description:
It was reported that the device was stuck and became separated. A 2.00mm rotapro device was being used to treat a calcified lesion. During the procedure, ablation was perfomed nine times. On the tenth time, the physician noted that the stall light turned on. The burr then became stuck. When attempting to remove the burr from the lesion, the burr became detached from the catheter. The detached burr was removed with the guide catheter, and the entirety of the device was removed from the patient. A new 2.00mm rotapro was used to complete the procedure successfully with no impact to the patient.